Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01479. It was reported that one of the patient's t12 leads had high impedances. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was revised. Further information is currently unavailable. Note: as it is unknown which lead had high impedances, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the lead was explanted and replaced on (B)(6) 2022. Postoperatively, the patient has effective therapy.